Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date in 1996. Subsequently patient was revised on (B)(6) 1999 due to unknown reasons. Patient was further revised around (B)(6) 2000 due to unknown reasons. The bearing and yoke were removed and replaced. Patient underwent a third revision procedure around (B)(6) 2004 due to the extensible implant stripping and collapsing acutely. The bushing, bearing, yoke, and axle were removed and replaced, and a spacer, expansion segment, and expansion clip were implanted. Patient was revised again on (B)(6) 2008 to add a clip to lengthen the implant. The expansion segment and expansion clip were removed and replaced. Patient underwent a fifth revision procedure on (B)(6) 2015 due to osteolysis, fractured tibial bearing and clip, and a partially extruded clip expandable segment. The axle, bushing, and bearing were removed and replaced and a taper adapter, taper locking cap, oss implant and adapter, locking pin and screw, and hinged knee were implanted. Patient was revised again on (B)(6) 2015 due to the expandable segment backing out.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - around (B)(6) 2004 expiration date and lot number - unknown date implanted - around (B)(6) 2000 date explanted - around (B)(6) 2004 this report is number 2 of 4 MDR's filed for the same event (reference 1825034-2015-03217 / 03220).